Manufacturer narrative:
Complaint no: (B)(4). The date of the event was reported as ¿around (B)(6)¿ ((B)(6) 2015). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics for twenty one days (drug name, dose, route, and frequency not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient had recovered. No additional information is available.